Manufacturer narrative:
The reported complaint was confirmed by the field service representative (fsr). The fsr replaced batteries and the charger assembly led on front panel lit steady (charging). With the batteries replaced and preventative maintenance completed, the unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be file accordingly.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the charger assembly light emitting diode (led) on the front panel of battery backup was not lit. The battery voltage was at 23.4 vdc, the power entry module fuses are not blown, and the charger assembly voltage was 24.6 vdc. Since the event occurred during preventative maintenance, there was no pt involvement.